Event description:
A (B)(6) year old female presented to the ed on (B)(6) 2020 with crushing chest pain, nausea and diaphoresis. The patient has a history of hypothyroidism, hypercholesterolemia, central sleep apnea, prediabetes. She first noticed chest pain about 1 week prior to admission she had chest pain. She contacted her pcp and was advised to come to the ed if it happens again. She awoke with the crushing chest pain and called ems. EKG done by ems showed st elevations. She was taken to the cardiac catherization lab. She had angiography which showed a critical ostial lad stenosis. Boston scientific emerge balloon catheters was used for the procedure. The first balloon catheter ruptured and shredded and pulled off the catheter shaft. Another balloon was used, and this balloon ruptured. A third balloon was used to successfully stent the vessel. This is the first time the catheters were used at our organization. FDA safety report ID # (B)(4).